Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. The next day post procedure, x-ray imaging was performed and confirmed the atrial lp dislodged to the right ventricle. The lp was explanted and replaced. The patient was stable.